Event description:
It was reported that, during implant of the left ventricular (lv) lead, the patient stopped breathing. The intensive care unit was contacted, and the patient was intubated, however, they passed away. The cause of death was an electro-pneumatic complication.